Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an elbow procedure, when the surgeon was implanting the ar-8840c-46, 4.0 x 46 pt cannulated screw, the head snapped clean off the shaft of the screw. The surgeon was able to remove the shaft out of the patient, but the surgeon is concerned on the integrity of the screw. No patient harm reported at this time.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the head of the screw had broken off. Additionally, the screw shaft was found to be bent. Due to the damaged state of the screw, functional testing and accurate measurement analysis could not be conducted. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.